Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. Prior to using the device, it was noticed that the seal was not loaded per IFU. A replacement heartstring was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection shows that the tension spring components are inside deployment tube and the seal is cracked. The complaint is confirmed.